Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 3.5 years of support, low flow alarms and pump stoppages occurred while the system controller was connected to battery power. The patient was asymptomatic. X-ray images revealed a suspicious area and potential driveline damage close to the pump end bend relief. The patient was admitted to the hospital. The patient is reportedly hemodynamically stable and no further issues have been reported.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Review of the submitted system controller log file confirmed the reported pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Based on previously reported events, the data captured in the log file appears consistent with a potential driveline issue. The heartmate ii lvas patient handbook and instructions for use (IFU)explains that all heartmate ii lvas percutaneous lead have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The manufacturer is closing the file on this event.